Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our investigation including a clinical investigation which concluded that based on the available information, the root cause for this patient¿s ¿lack of muscle strength, clicking and pain¿ cannot be concluded. The provided images do not indicate a reason for the reported insert wear, clicking, and muscle weakness. And it can¿t be confirmed if the reported wear noted by arthroscopy is within expectations and the muscle weakness could be related to decrease use. No current patient status has been forthcoming at this time. A review of complaint history revealed no prior complaints for the listed batch of femoral head. A review of the manufacturing records did not reveal any deviations that could have caused or contributed to the reported incident. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit cannot be issued for the devices.

Manufacturer narrative:
Date of event is an approximation based on the narrative provided to us.

Event description:
It was reported that patient underwent arthroscopic examination to solve the lack of muscles strength, clicking sound and pain present following total right knee arthroscopy (without patellar component implantation). During examination wear of the insert's ps post laterally and poor cartilage on the lateral patellar facet were noticed.